Event description:
Device was returned for repair. During inspection, technician found locking mechanism, bearing worn and hose cut. This is report 1 of 1 #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device damaged components as hose, locking mechanism and bearing. The device was repaired and returned to customer.